Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. It was additionally noted that the pocket had eroded. Antibiotics were administered and cultures were taken. The system was not replaced. No further patient complications have been reported as a result of this event.